Manufacturer narrative:
The device remains implanted; therefore, not available for eval. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.

Event description:
It was reported that the pt had a right radial cephalic fistula thrombectomy and angioplasty to aid the stenosed fistula. The site was first accessed through the lower forearm through the cephalic artery and then was ballooned to aid the delivery of the stent to the position across the forearm and upper arm cephalic location. One month later pt returned for routine review. An ultrasound and fistula-gram were performed and it was reported that the stent had fractured.